Manufacturer narrative:
Device is combination product. Device evaluated by MFR: p select ous mr 20 x 2.50 mm stent delivery system was returned for analysis with the stent protector and product mandrel. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion in the port region situated at 118 cm distal to the distal end of strain relief as well as multiple kinks on the inner shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. While unpacking a 20 x 2.50 promus premier select stent, the catheter was noticed to be broken in two parts. It was noted that the catheter break was noticed while unpacking the catheter out of the protective sheath. When the catheter was pulled out, it was in two pieces. The shaft break was noted to have occurred more than 15 cm from the hub. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a shaft break occurred. While unpacking a 20 x 2.50 promus premier select stent, the catheter was noticed to be broken in two parts. It was noted that the catheter break was noticed while unpacking the catheter out of the protective sheath. When the catheter was pulled out, it was in two pieces. The shaft break was noted to have occurred more than 15 cm from the hub. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.